Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the intermittent failure. Physio replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported that the customer's device would intermittently display a white screen, which is indicative of a device lock up. There was no patient use associated with the reported failure.